Manufacturer narrative:
Additional information: product return and product analysis of the generator is not require because it will not provide any supplemental information to the reported infection.

Event description:
During a full revision surgery, an infection was identified at the patient's generator site. The surgery was being performed due to a high impedance as reported in MFR. Report# 1644487-2017-03186. The patient did not have a new device implanted due to the infection. A review of the manufacturing records for the implanted generator showed that the device had passed been sterilized per specifications prior to release for distribution.

Event description:
Additional information was received indicating that the patient's generator was removed due to the infection.